Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a broken capsule. Additional information was received from the nurse who reported the lens was exchanged with an anterior chamber lens. The outcome of the event remains unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).